Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not recognize a connection through its defibrillation electrodes (catalog number 11996-000017 / lot number 901104). After replacing the defibrillation electrodes, the device did recognize the patient connection. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Corrected information: patient gender of the initial medwatch report was blank. Patient gender of the initial medwatch report should indicate male. Additional information: physio-control evaluated the device and the electrodes used during the event and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not recognize a connection through its defibrillation electrodes (catalog number 11996-000017 / lot number 901104). After replacing the defibrillation electrodes, the device did recognize the patient connection. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient harm associated with the event.